Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc). It was noted that a follow-up appointment has been scheduled for the patient to come into clinic. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc). It was noted that a follow-up appointment has been scheduled for the patient to come into clinic. At follow-up, the left ventricular (lv) lead capture threshold was high at 5.5v so it was reprogrammed to a new vector. No adverse patient effects were reported. Currently, this crt-d system remains in service.